Event description:
A philips bench technician reported that the heartstart mrx defibrillator battery pca pins were found broken during repair. There was no patient involvement.

Manufacturer narrative:
.